Manufacturer narrative:
It was reported that the rom hinge allegedly will not stay locked. No injury reported. The actual device was evaluated and the customer complaint was confirmed to be the same malfunction found in 9616086-2023-00007.

Event description:
It was reported that the rom hinge allegedly will not stay locked. No injury reported.